Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, a cori assisted ukr surgery started normally, tibia and femur juk were milled according to plan. The surgeon decided to correct the femur again in the ml position, so they went back to the planning. He wanted to re-mill, but the milling cutter did not start. The screen read: "time exceeded" in the upper field, and the cutter was extended. Control of other switching elements was not possible. Procedure ended with cori. The femur was shifted by hand and extinguisher drilled with a drill. Then, when the real intelligence robotic drill was dismantled, the ri robotic drill attachment and the real intelligence robotic drill tracker could no longer be removed. Even when trying to "unlock and seal cutter" from a newly created patient in the basic position, it did not work. No delay was reported as a consequence of these issues. The patient outcome is unknown.

Manufacturer narrative:
Results of investigation: the product, real intelligence robotic drill (germany), rob10013, s/n(B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. Although the reported problem was not confirmed, factors that may have contributed to the reported symptoms may be associated with a loose connection and improper assembly/disassembly. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from germany, it was reported that during a cori assisted ukr surgery, tibia and femur juk were milled according to plan; however, the surgeon decided to correct the femur again in the ml position. He went back to the planning and wanted to re-mill, but the milling cutter did not start. The screen displayed the "time exceeded" alert, it was possible to see that the cutter was extended, but the control of other switching elements was not possible by touch. They cancelled the procedure with cori and continued with manual instrumentation. The femur was shifted by hand and extinguisher drilled with a drill. When the handpiece was dismantled, the ri robotic drill attachment and the intelligence robotic drill tracker could not be removed from the real intelligence robotic drill. No delay was reported as a consequence of these issues. The patient was not harmed beyond the reported problem. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a cori assisted ukr surgery, tibia and femur juk were milled according to plan; however, the surgeon decided to correct the femur again in the ml position. Therefore, he went back to the planning and wanted to re-mill, but the milling cutter did not start. The screen displayed the "time exceeded" alert, it was possible to see that the cutter was extended, but the control of other switching elements was not possible by touch. So, they cancelled the procedure with cori and continued with manual instrumentation. The femur was shifted by hand and extinguisher drilled with a drill. Then, when the handpiece was dismantled, the ri robotic drill attachment and the intelligence robotic drill tracker could not be removed from the real intelligence robotic drill, not even when trying to "unlock and seal cutter" from a new case created. No delay was reported as a consequence of these issues. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Updated results of investigation: the real intelligence robotic drill, (germany) rob10013, sn (B)(6). Used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem (physical resistance/sticking) was confirmed. The drill attachment could not be removed manually. The drill attachment could not remove through kpc unlock process. The drill was disassembled and an attempt was made to force the carriage forward. This did not resolve the issue. The motors were removed and the carriage was free to move to unlock position. The drill attachment could be removed. The drill was reassembled and a known good drill attachment was attached and detached. There were no connection issues during testing. A "time exceeded" alert indicates a user issue; after 20 minutes, the user needs to calibrate. The most likely cause of this event (physical resistance/sticking) is the drill attachment retaining nut has unthreaded from drill attachment. This places additional force on the drill nose piece and will not allow the carriage to properly extend/align prohibiting the drill attachment from rotation and removal. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from germany, it was reported that during a cori assisted ukr surgery, tibia and femur juk were milled according to plan; however, the surgeon decided to correct the femur again in the ml position. He went back to the planning and wanted to re-mill, but the milling cutter did not start. The screen displayed the "time exceeded" alert, it was possible to see that the cutter was extended, but the control of other switching elements was not possible by touch. They cancelled the procedure with cori and continued with manual instrumentation. The femur was shifted by hand and extinguisher drilled with a drill. When the handpiece was dismantled, the ri robotic drill attachment and the intelligence robotic drill tracker could not be removed from the real intelligence robotic drill. No delay was reported as a consequence of these issues. The patient was not harmed beyond the reported problem. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. Internal complaint reference number: (B)(4). Section d10 was corrected.